Event description:
The customer reported that the aperture zap voltage circuit had malfunctioned causing the coulter lh 780 hematology analyzer to generate white blood cell (wbc) vote outs (non numerical result) and "probe wipe not up" error messages. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event. A field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and replaced the analyzer power supply 1 (aps1) card to restore the aperture zap voltage, thereby resolving the wbc vote out issue. The fse also replaced the probe wipe sensor to resolve the "probe wipe not up" errors. (B)(4).